Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse calibrated probe 1 and sample probe depths, however it is unknown if this was a contributing factor for the non-reproducible advia centaur troponin results. The customer's quality control results were out of range when repeated in the afternoon, and it was observed that there were no remaining troponin tests left in the original reagent readypack. A new troponin readypack was loaded onto the system, and quality control results were within control ranges. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False positive troponin advia centaur xp tni-ultra results were obtained by the customer, and the reported results were questioned by the physician(s). The customer's quality control (qc) results were within control ranges in the morning, however qc were out of range when run in the afternoon. The same test samples were repeated on an alternate advia centaur system and results were lower. A corrected report was issued by the customer. The customer replaced the troponin reagent readypack on the original advia centaur xp with a new reagent readypack, ran qc and the results were within range. The same test samples were repeated on the original advia centaur xp system, and the troponin results were similar to the results obtained on the alternate advia centaur system. There is no known report of prescribed or altered patient treatment, and no report of adverse health consequences due to the discordant advia centaur xp tni-ultra results.